Event description:
I am writing to report the severe inaccuracy of the dexcom g7. Within this month alone, I have had to replace three sensors before the 10 day use. Each showed inaccuracies of 60 to 260 point difference causing me the treat high readings that were incorrect and subsequently caused lows. Low blood sugars are life threatening to type I diabetics. Inquiries show this is a very common and extremely dangerous problem. As type I diabetics, we rely on these sensors to deliver correct readings for our daily health and survival. It is outrageous to be charged hundreds of dollars for a product that is not only defective but life threatening. This is not new, as this has occurred more than a few times this year alone. Please recall these dangerous sensors. Finger prick meter readings and actual sensor readings are very off. Thank you.